Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation failure and mechanical jam were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstance. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified, moderately torturous, >50% stenosed anatomy resulted in the noted stent sheath kinks preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam thumbwheel and the reported activation/deployment failure. As reported, the handles were opened in an attempt to fully deploy the stent but was not successful. Manipulation of the compromised device in attempts to deploy the stent likely resulted in the multiple noted device damages (smashed spool axel pins, bunched and wrinkled inner member, bends in I-beam and hypotube), ultimately resulting in the multiple noted material separations (inner member, sheath, jacket, I-beam). Further manipulation of the compromised device during removal through the anatomy resulted in the reported difficult to remove, reported stent material separation, and the noted overlapped stent struts; thus ultimately resulting in a foreign body in the patient. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left superficial femoral artery lesion with greater than 50% stenosis. A 5x150 mm absolute pro self expanding stent system (ses) was advanced to the target lesion; however, the thumbwheel stopped rolling when the stent was half deployed. The surgeon opened the catheter handle in an attempt to fully deploy the stent but was not successful. The ses was then removed, causing the stent to separate in two. Half of the stent was implanted while the other half was removed with the delivery catheter. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.